Event description:
It was reported that the charger for the ilet system exhibited a charging problem, with the user noting that it stopped charging quickly, and a replacement and spare charger were provided; the implicated device component was the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.